Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door latch micro switches were faulty. A field service engineer powered down the station, removed the latch column from the medication tower, replaced the micro switches on door 3, and reassembled the latch column. The station was powered back on, and the customer recovered door 3 and inventoried medications to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.